Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the rv lead 4136/(B)(4) was capped and abandoned on (B)(6) 2021 due to pacing not delivered when required and oversensing with pacing inhibition (asystole less than 2 seconds) and noise.